Manufacturer narrative:
6/27/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during a thoracotomy procedure. Reportedly, the staples were not present after firing. The surgeon applied another device without patient injury.